Event description:
The site reported the following: a fetch 2 aspiration catheter was attempted to be delivered into a coronary artery to remove a thrombus but failed to pass the lesion. A secondary wire was attempted but was wrapped around the fetch and pulled out. Balloon dilatation of the vessel was attempted and then another attempt to deliver the fetch was made which was unsuccessful. The fetch was removed from the patient and it was noted that the catheter had separated at the point where the green and black portions connect. The green portion was 1/3 in the vessel and 2/3 in the guide catheter. Under fluoroscopy the physician removed the guide catheter, wire and green portion of the fetch as 1 unit. The entire fetch 2 catheter was removed from the body. The physician chose another procedure, lytic therapy, to successfully complete the case.

Manufacturer narrative:
(B)(4). Product analysis received the returned catheter for investigation. Visual examination revealed that the catheter was separated where the pebax is joined with the polyimide portion of the catheter. This separation was not noted prior to the procedure; therefore it is assumed that the separation occurred during the procedure. The bonding joint separated as the energy of pushing or pulling was applied either all at once or repeatedly over time. Functional testing was not performed due to the condition of the device as received. Based on the review of the complaint record and analysis steps, the reported problem of the device being separated at the bond joint was confirmed.